Event description:
It was reported that stent damage and was not able to cross the lesion occurred. Vascular access was obtained via radial artery. The 90% stenosed, 20 mm x 2.5 mm, eccentric restenosis target lesion containing a >45 and <90 degree bend was located in the moderately tortuous and moderately calcified left circumflex coronary artery. A 2.50 x 20 synergy drug eluting stent was advanced for treatment. However, the stent was not able to the cross lesion and after the removal they found the tip of the stent itself was deformed. They completed the procedure with another of the same device. There were no complications reported and the patient is stable.